Event description:
It was observed that during the device inspection, the ultrasound bronchofibervideoscope exhibited still had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the discovered damages is d02 - cause traced to component failure-expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.